Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the pump emitted a call service alarm followed by the display going blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that there was moisture and corrosion in the display and ir port. A leak test was performed and a display lens leak was found. During testing, the pump powered on with audio tones and vibrations functional. All keypad buttons were unresponsive. The display was found to be dim and discolored. The pump case was removed and moisture and corrosion was found on all internal surfaces of the pump. There was moisture and corrosion on the ir transceiver, under the display, and on the keypad flex connector. The call service alarm issue was not able to be adequately investigated due to the unresponsive keypad buttons.